Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had low pressure was confirmed. It was found that the solenoid valve was malfunctioning. The device was replaced to address the reported complaint. The solenoid valve is the root cause of the reported complaint. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/16/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the pump/shaver had low pressure. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.